Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported thrombosis could not conclusively be determined through this evaluation. The reported thrombosis could not be confirmed through this evaluation as no images were submitted and no product was returned. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 21aug2015. The hmii instructions for use (IFU) lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The patient care and management section provides information on anticoagulation, including recommended inr values. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date is estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a heartmate ii with a history of threatened pump thrombosis.